Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The 99% stenosed diffused target lesion was located in the calcified and moderate tortuous distal left circumflex (lcx). The lesion was dilated with an unknown 1.5mm balloon twice and an unknown intravascular ultrasound (ivus) catheter which was unable to cross the lesion twice. The physician attempted to implant a 2.5x20mm taxus liberte stent and was unable to cross. The stent got stuck in the calcified part of the lesion. The physician attempted to retrieve the taxus liberte but was unable to do so. The taxus liberte stent delivery system (sds) was removed as one unit. It was confirmed that the proximal edge of the taxus liberte stent got flared. The lesion was dilated with an unknown 2.5mm balloon and ivus was performed. The physician implanted two unknown 2.5x16mm and 2.5x32mm stents in the lesion. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient condition listed as "good".